Event description:
Follow-up revealed the patient underwent surgical intervention on (B)(6) 2015. During the procedure the physician decided to disconnect one of the patient's existing lead tails and add a new lead. Intra-op lead testing confirmed the patient was receiving effective coverage.

Event description:
It was reported the patient is experiencing ineffective stimulation. Additionally, the patient reported experiencing abdominal tightening and pressure with stimulation approximately one week after being implanted. A CT scan identified lead migration. In turn, the patient may undergo surgical intervention at a later date. The exact date of event is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.